Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating that the reported issue occurred during equipment inspection. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the following were confirmed: inside foreign matter, rock scratch due to breakdown of the video connector part and battery depletion. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed the lock did not work due to the failure of the lock part of the video connector and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the visera elite video system center had foreign matter inside (possibly screw). There was no harm or user injury reported due to the event.